Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was hospitalized. Additionally, it was reported that the customer suffered from a diabetic seizure. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.